Event description:
Customer reportedly received results of 294 mg/dl and 103 mg/dl within 10 minutes on the aviva system. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return suspect device and replacement was sent.